Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 5.0, 4.3 repeat and 5.1 repeat/3.8. The doctor lowered the pt's warfarin dose after the lab. The device was replaced and requested to be returned for eval.